Event description:
My dexcom g7 keeps giving inaccurate readings. I have reported it to dexcom all they do is replace the g7 sensor, they have replaced 6 sensors in 2 months. Reference report: mw5116787, mw5116788, mw5116789, mw5116790, mw5116791.